Event description:
A falsely elevated troponin I result of 0.89 ng/ml was obtained on a patient sample. The sample was retested and a negative result was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the probable cause for the falsely elevated troponin I result was the need for general heterogeneous module (hm) maintenance.

Manufacturer narrative:
No further evaluation of the device is required. A dade behring representative serviced the device and determined that inadequate instrument maintenance caused the error. The instrument is now performing within specifications.